Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0p6st, implanted: (B)(6) 2014, product type: lead. Product ID 3889-28, lot# va0p6st, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that they thought their implantable neurostimulator (ins) had moved and that there was pain at the ins site. The patient reported also feeling tingling on the opposite side of the ins near their leads. They felt that the ins was "more up by the skin." The patient stated that they did fall approximately two weeks prior in (B)(6) 2015, but not on the device. It was thought that the device had moved one week prior, which was the same time they first noted feeling pain. The patient specifically noted having pain when bending over and sitting down. It was mentioned that as far as helping therapy, it sometimes worked and sometimes didn't. The patient's indications for use were gastrointestinal/ pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.